Event description:
A customer in the us reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported the dx-d 100 system continued to start and stop in different ways on its own and eventually hit a wall putting a hole into the wall. The unit was removed from service. Agfa onsite service investigation revealed there was a lack of subcontractor service maintenance and routine checking the cleanliness of the system, resulting in dust and debris accumulation on the system's chains, wheels, and inner dmc board which contributed to the unintended movement. The entire system was cleaned, including sprockets and chains. Maintenance checks were performed with corrections to switch settings, voltage adjustments, chain tensions, and dmc board and strain gauge replacements. The system was re-assembled and fully tested. The unit drove much smoother with no more noises from the drive system. The system now turns well with a stopping distance from full speed to about 2 feet. The system's reverse drive is straight and working correctly. The system was placed back into customer use with no further issues. There has been no reported harm to patient or user during these events.